Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR ref reports: 1221359-2022-00388.

Event description:
The customer reported two false positive results with the ID now covid-19 assay for two patients performed on (B)(6) 2022. This MFR. Report addresses patient one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 tested directly on a nasopharyngeal swab (mendip rayon). Pcr confirmation testing generated a negative result. Customer stated patient was symptomatic and had fever. The customer confirmed there was no patient harm due to the test results. However, the customer reported there was a delay in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR ref reports: 1221359-2022-00388.

Event description:
The customer reported two false positive results with the ID now covid-19 assay for two patients performed on (B)(6) 2022. This MFR. Report addresses patient one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 tested directly on a nasopharyngeal swab (mendip rayon). Pcr confirmation testing generated a negative result. Customer stated patient was symptomatic and had fever. The customer confirmed there was no patient harm due to the test results. However, the customer reported there was a delay in the patient's treatment.

Manufacturer narrative:
Correctionl data: d4,d9, h6 and h10. H10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166839 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m166839 and test base part number 190-430 / lot m166839 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166839 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. MFR ref reports: 1221359-2022-00388.